Event description:
During insertion of the channel ligament clamp, the clamp fractured approximately a/cm to 1 1/2 cm segment of the anterior tibial cortex. A bicortical screw and washer were placed and satisfactory fixation was achieval. When checking the ligament it was noted to still be loose. Because of this laxitz it was felt that the graft should be redone. When the screw was with drawn and the ligament clamp was removed, it was noted that the cortex under the clamp on the femur was also broken in the same fashion as the tibia.